Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that from literature review that patient's right ventricular (rv) lead exhibited low defibrillation impedance. It was also noted that the lead failed to convert rhythm to normal during ventricular tachycardia (vt) episodes by providing defibrillation therapy. The patient was treated with external cardioversion. Externalized conductors were noted on the lead during lead revision procedure. The lead was explanted and replaced. The patient status was unknown.